Event description:
It was reported by the educator in the cath lab, that "after the intra-aortic balloon (iab) was inserted into the pt, the rn noticed a leak in the arterial pressure extension tubing when the pressure bag was applied to the transducer, which attaches to the extension tubing." As a result, the tubing was exchanged.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.